Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated there were cracks and missing pieces around the reservoir compartment. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.